Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a right distal femur fracture was implanted with a plate and screws on (B)(6) 2013. Follow-up x-rays taken indicate two screws broken, the construct loosening and loss of reduction. The patient was returned to the operating room on (B)(6) 2014 for removal of hardware and unknown revision. This report is for an unknown screw. This report is 11 of 11 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown screw, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.